Event description:
During a prodisc-l procedure at l4-l5 for a bulging disc, the iliac artery was not isolated during trialing and while pulling out the trial implant, the artery slipped over the trial and tore. The patient lost 2,000cc of blood and a blood transfusion was performed. Vascular surgeons repaired the artery and prodisc-l was implanted. Later the night, patient developed compartment syndrome in the right leg and a fasciotomy was performed. Patient did not have reverse blood flow. A cardiac/vascular filter was implanted.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be completed; no conclusion could be drawn has no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.